Manufacturer narrative:
Please note that the initial report's type of reportable event was malfunction; per investigation results, the break happened at the inner tube and no pieces were missing. The inner tube would not be able to come out and fall into the joint. This event description most likely indicates ¿loose pieces (tip breaking / tube breaking/ plastic breaking)¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. Therefore making this event not reportable. Alleged failure: it was found that the shaver blade, which had broken (tube) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied by the user, poor or no suction, used pressure such as bending or prying. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the break happened at the inner tube and no pieces were missing. The inner tube would not be able to come out and fall into the joint. This event description most likely indicates ¿loose pieces (tip breaking / tube breaking/ plastic breaking)¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed. Therefore making this event not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.